Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 420cc saline catalog: 3503420 lot: 6744552 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation with mentor smooth round high profile 420cc saline breast prostheses. Deflation of the left breast prosthesis was determined. As a result, the patient was scheduled for bilateral removal on (B)(6) 2018.

Manufacturer narrative:
On 8/9/2018, the mentor failure analysis lab has received the device for evaluation. Device investigation summary: upon receipt by mentor, the device contained no fluid. White material was observed within the device and on the shell surface. During evaluation a crease was observed on the anterior and extending to posterior aspect. In addition, a rent was discovered within the crease on the posterior aspect, measuring approximately 0.1 cm. No other anomalies observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).